Event description:
Female luer of pt48 tubing came off because of adhesion defect. This was happened on the 3rd day of application the tubing dropped off from the luer fitting. There was no particular injury to the pt.